Manufacturer narrative:
The device history record for the reported lot number, 30052318, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 18-dec-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the [patient] had reflux and feeding problems after birth. After admission, he was re-inserted with invasive ventilator and continued to pump milk for nutritional support. The goal of later feeding treatment is to improve the child's reflux, gradually transition to gastric tube feeding, remove the ventilator, and feed independently through the mouth. Device use date: (B)(6) 2024...jejunal nutrition tube was left in place, and milk was continuously pumped. The milk volume increased from 28ml/h to 33ml/h. At the same time, a gastric tube was left in place for continuous drainage. Around 3:00 on (B)(6) 2024, it was found that about 30 ml of milk was drained from the gastric tube. Considering that the end of the jejunal nutrition tube was dislocated, the jejunal nutrition tube was pulled out after consulting the shift leader. The extubation process went smoothly. It was found that the end of the jejunal nutrition tube was broken, the edge was irregular, and about 4 cm of the catheter stump remained in the body. Now the patient has no vomiting, no abdominal distension, no bloody stools, and his vital signs are stable."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 12-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.